Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for balloon is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. The first cuff was size larger conservatively due to risk of erosion. The physician felt they needed to downsize. The cuff was explanted and replaced. No further patient complications reported.